Manufacturer narrative:
The sodium electrode serial number is (B)(6), with an expiration date of 18-nov-2026. The alarm trace showed many abnormal samples probe aspiration alarms. The field service engineer (fse) observed build-up on the sample probe and sipper. The fse performed decontamination of the sample probe and sipper and performed qc successfully. The investigation determined that contamination of the sample probe and sipper caused the event. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable sodium results for three patient samples tested on a cobas pure c 303 analytical unit. Sample 1 had an initial result of 147.0 mmol/l. The repeat result was 136.7 mmol/l or 138.7 mmol/l. Sample 2 had an initial result of 147.1 mmol/l. The repeat result was 138.4 mmol/l. Sample 3 had an initial result of 150.3 mmol/l. The repeat result was 140.6 mmol/l.